Event description:
Related manufacturer reference number: 2017865-2025-11014. It was reported that the patient presented in clinic for follow up. Myopotentials oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead and implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable.

Event description:
Device was explanted for reaching normal elective replacement indicator (eri), and not due to malfunction.

Manufacturer narrative:
The report event of oversensing was confirmed. Technical service engineer (tse) determined the cause of oversensing was due to the atrial sensitivity being set to auto. The device behaved as programmed. The device was at eri upon received. Longevity was calculated based on the device usage and found to be normal. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.